Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an episode of supraventricular tachycardia (svt) which was 1:1 and was treated with anti-tachy pacing (atp) and a shock. The device is still in use. No further patient complications have been reported as a result of this event.